Event description:
The patient was returned to the cath lab post transfemoral tavr and found to have a contained aortic rupture. The patient was converted to palliative care as surgical risk was too high. The patient expired two days post tavr. The death appears to be related to the rupture. Initially this patient underwent successful deployment of a sapien xt valve, which was complicated by acute onset of chest pain and development of left bundle branch block. The patient was transferred to the ccu for chest pain immediately after tavr. The chest pain was partially abated with nitroglycerin drip and morphine. An elevated troponin level of 6.67 was noted. She was taken back to the cardiac catheterization lab and found to have a contained rupture near the left coronary cusp of the aortic valve. Overnight the patient was kept comfortable with morphine as needed and nitroglycerin gtt. Heart rate and blood pressure was further controlled with an esmolol gtt. The physician indicated an emergent aortic root replacement in this patient carried a mortality rate of >75%. The structural heart team evaluated the condition of the patient and stated that the patient would likely not survive the surgery. No intervention was available by the structural heart team. The palliative care was consulted. Patient and family opted for inpatient hospice. Code status was changed to dnr. The patient was transferred to inpatient hospice where she expired.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the original plan was for this patient to receive a 20mm valve; the annular area measured on CT was 270 mm2. Based on the information provided, patient and procedural factors [obliterated sinuses and possible valve oversizing] likely contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.